Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformance's associated with this lot. Trending analysis reported no (0) other related occurrences of this issue for this product lot. Quality control testing was complete and passed. Retain samples were tested. The issue was not duplicated as the product was already tested from product release. A customer returned was requested. If additional information is received an additional follow up MDR will be submitted.

Event description:
On (B)(6) 2025, the customer reported one (1) activflo routine I-taped- white 1000, p/n: 39lc-500-1-l, lot: 20241022 did not close properly. There was no loss of tissue. There was no re-biopsy required.